Event description:
A report was received that the patient's precision system was explanted due to an infection at the pocket site. The patient was given 'vancomycin' antibiotics in a pic line and is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation as they were discarded by the medical facility.